Event description:
During testing of a loaner unit, a physio-control field service representative observed that the device would improperly prompt defibrillation leads off. This issue would prevent the device from delivering therapy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The therapy pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to service. Physio-control further evaluated the removed assembly. The cause of the reported failure was determined to be due to a resistor, designator r1, which measured out of tolerance at 45.3 kohms.